Event description:
Allergic reaction after treatment with gluma desensitizer. Pt contact heraeus website and sent an e-mail to us through this site on (B)(6) 2011. She complained of having a "heavy allergic reaction" with trouble breathing. Pt was contacted via e-mail on (B)(6) 2011. Pt was contact via phone on (B)(6) 2011. She reported that she was being treated for cervical hypersensitivity. She stated that no cofferdam was used. The gluma was applied and blown dried. She reported to the dentist that she was experiencing a burning feeling in her mouth and the dentist then rinsed. When returned home she continued to rinse hoping the burning would go away. She had a lot of pain and her tongue and throat were swollen. She had blisters on her tongue and gingiva. She returned to the dental office that day but it was closed. She called the dentist emergency phone. She was told that she could see a dentist if she brought (B)(6) or she could call a dentist on duty. She called the dentist on duty, but received no response. The pt report that she became very swollen and breathing was difficult. She has other allergies and has antihistamines in her house. She took a large dose and the swelling reduced. She decided not to go to-continue the hospital emergency room. She returned to the dental office the next day and the dentist prescribed lidocaingel for pain relief. Pt reported that she was unable to eat for 5 days due to the pain and was only able to drink during this time. As of (B)(6) 2011, pt reported she only has 1 spot left on the lower back side of her tongue that has not healed yet. Heraeus is contacting the pt on (B)(6) 2011 to follow up. She was advised to see a physician to have an allergy test. On (B)(6) 2011, the dental office was contacted as they were closed on (B)(6) 2011. Dr. (B)(6) reported that the pt was treated cervical hypersensitivity. She said that if was applied with a microbrush and left for 30 seconds untouched. It was then blown dry and more applied as the pt was still having sensitivity. She reported repeating the procedure several times. She said that she did not use a cofferdam or rinse with water. She said she only rinsed when the pt reported the burning of the tongue. The pt had no visible reaction at the time of treatment. Dr. (B)(6) stated that the pt returned the next day as reported by the pt and was treated by a colleague. It was noted in the pt's file that the tongue had a brown/green discoloration and started to peel; the marginal gingiva was painful and lingual it was sensitive. The pt reported to the dentist that she had several allergies and the dentist advised her to do an allergy test also to rule out future problems with methacrylate based dental materials. Heraeus kulzer benelux referred to the IFU in each packaging and mention that it is strongly advised to use cofferdam and that the dentist should always rinse with plenty of water when using gluma desensitizer.

Manufacturer narrative:
Pt's outcome: the pt suffered a lot of pain, her tongue and throat got swollen badly, blisters appeared on tongue, respiration was hard. She wasn't able to eat for 5 days due to the pain in her mouth. The tongue was brown/green discoloration and tongue and the gum peeled. She was close ot having an anaphylactic shock. On (B)(6) 2011: on spot of the lower back of the tongue is left that has not healed yet. On (B)(6) 2011: the pt could not be reached by phone. On (B)(6) 2011: the pt is doing well again. We advised her to do an allergy test for her own safety. We will confirm to her in written by e-mail the components of gluma desensitizer.